Event description:
Received hoffman pappas total joint implants four years ago. Implants are now unstable and floating in joint area. Device is on its way out through the face. All of the pt's medical records have been destroyed by the dr's office. Pt has lost all their teeth. Now suffers from fibromyalgia, chronic fatigue, paget's, headaches, mtiral valve prolapse, irritable bowel syndrome, and chemical sensitivities.